Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 1/8/96 area #9 (class ii bone) during a complex procedure in which a bone graft from the pt's mandible was performed and a non-resorbable membrane was placed. The implant was removed on 9/22/96.